Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator displayed an "ins piratory autozero solenoid not operational" message.  The device was available for evaluation. Service personnel (sp) inspected the unit, confirmed the reported issue, and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One ifm pcba was returned for further analysi. A visual inspection of the returned pcb was conducted and no anomalies were found. The part was attached to the test ventilator and powered up but failed the extended self test (est) circuit pressure test with the message ¿inspiratory autozero solenoid not operational¿. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator displayed an "inspiratory autozero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.